Event description:
It was reported that the patient got a thrombectomy and fasciotomy of their arm.

Manufacturer narrative:
Patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the lvad device and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The lvad serial number, as well as other specific case/patient information, is not available. The device history records could not be reviewed as the heartmate ii device serial number as well as other specific case/patient information, are not available. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. This IFU lists peripheral thromboembolic events as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.